Event description:
It was reported that the patient underwent a single level micro discectomy at l4-l5. It was reported that the top portion of the instrument separated from the shaft during the procedure. Upon inspection of the instrument under the microscope after the case, it was found a small piece of the tip was missing. It was confirmed on x-ray, there were no fragments left in the patient.

Manufacturer narrative:
(B)(4): the inferior shaft is broken off from the centerline of the jaw pivot pin forward. The broken off portion of the shaft is missing and not returned for analysis. Optical examination of fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.